Event description:
It was reported that patient experienced inadequate stimulation despite of multiple reprogramming done and underwent an explant procedure. The patient was doing well postoperatively, and the explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500 model: sc-8336-50. Serial: (B)(4). Batch: 7070493.